Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 11 years due to aortic stenosis and insufficiency with calcification. Per the operative report, the patient was found to have 3+ aortic valve insufficiency on transthoracic echocardiogram. Transesophageal echocardiogram (tee) demonstrated a valve area 0.72 per cm squared and a gradient of 77 mmhg. At time of operation, the aortic valve was found to be extremely stenotic with significant leaflet restriction and rigidity of all 3 leaflets. There was no perivalvular leak and no evidence of endocarditis. The valve was removed and replaced with a 23 mm edwards bovine pericardial bioprosthesis. Post procedure tee revealed the aortic valve functioning properly with no insufficiency, no perivalvular leak and good function of the prosthesis. The patient was transferred to the intensive care unit with stable hemodynamics.